Manufacturer narrative:
(B)(4). Date sent 11/21/2024. D4 batch #695a34. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was received for analysis and reload body was noted to be damaged. The reload was received with the partially fired 3/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 695a34, and no non-conformances were identified. The lot/batch, 750a65 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Yes if yes: did the device deliver any staples? One of them yes, the other no if yes, were the staples formed properly? No if yes, was the staple line complete? No did the device cut? No if yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open? 1. Could you please clarify if there were any patient consequences? No 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a cystectomy the product misfired.